Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was manipulating the maryland bipolar forceps (mbf) instrument, the instrument was not articulating smoothly. The instrument was removed out of the patient's body and off the sterile field. The customer used a backup instrument to resume. There was no patient harm to the patient. Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "while surgeon was manipulating the xi maryland bipolar, he noticed that the tip of the instrument was not articulating smoothly. The defective item was removed out of the body and off the sterile field. Was then replaced with a new robotic instrument. No harm was inflicted to the patient."